Manufacturer narrative:
(B)(4).

Event description:
It was reported "customer stated that during an intubation, the blade ended up with scratches on it and shavings of the blade ended up on the patient's teeth". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of material shaving during use was able to be confirmed by the photo. The photo revealed that there were multiple scratches or scrape marks on the blade which could have caused material shavings to enter the patient, as reported. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "customer stated that during an intubation, the blade ended up with scratches on it and shavings of the blade ended up on the patient's teeth". No patient injury or harm reported. Patient condition reported as "fine".